Manufacturer narrative:
Software investigation in progress.

Event description:
A medtronic rep reported that while in spin 1.7, o-arm procedure, the site was verifying the passive planar sharp and from the time they heard the verification beep to the time when the system would start navigating, too much time had passed. There is a several second delay before the screen starts to update. The surgeon completed the surgery with the use of the stealthstation. There was no impact on the pt outcome.